Event description:
It was reported by the sales rep that the device was used during a laparoscopic cholecystectomy. The device would not activate the safety shield. Another device was used to complete the case. The or time was extended 5 minutes. There was no consequence to the patient.